Event description:
A site representative reported that there were inverse CT images during a spine case with synergy spine version 1.6 software. This problem occurs when, in the planning phase the display screen (axial-coronal-sagittal - trajectory views) is modified via the cycle button views. There was no impact to patient outcome.

Manufacturer narrative:
Patient information not available at the time of this retrospective report. The software investigation was completed. The issue was added to a medtronic software anomaly tracking database. A work around was provided to the site. The issue was fixed with the 2.0 release of synergy spine and trauma software.